Event description:
Additional information was received on 20oct2021 noting that the customer actually reported that the camera head was not providing an image during the procedure.

Manufacturer narrative:
Correction: per the corrected report noted in b5, the aware date on the initial report was incorrect, the correct aware date for this event is (B)(6) 2021. Section g2 was updated as well by selecting foreign, as the complaint originated abroad. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ based on the results of the investigation, it is believed that a leak caused the reported failure to occur. Investigation concluded that since the cable was not watertight, water got inside the device from that location and deteriorated the insulator used for the cable. Olympus will continue to monitor the field performance of this device.

Event description:
The customer originally returned the olympus hd autoclavable camera head due to a damaged cable. The camera head was dropped after a therapeutic gynecological laparoscopic procedure. According to the initial reporter, the procedure was completed using the subject device. There was no patient harm or consequence reported as a result of this event. During the incoming device inspection, a defective charged coupled device unit was discovered and causing no image to appear. This report is being submitted to capture the defective charged couple device unit.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, a faulty charged couple device unit was noted and causing no image to appear on the device. Additionally, the cable was twisted. The evaluation went on to note that the cable unit wasn't water tight. If additional information becomes available following device evaluation, a supplemental report will be filed.